Event description:
According to the customer the abl800 reported a false low result for cglu. A patient sample was measured on the abl800 with result of 2.1 mmol/l. The sample was remeasured on another abl800 with result of 7.1 mmol/l.

Manufacturer narrative:
At an internal review performed on (B)(6) 2019, it was found that the UDI number in this report was missing. It has been added to this report.

Manufacturer narrative:
From the preliminary investigation it was possible to identify the root cause as blood clot in the system.